Event description:
It was reported a patient experienced peritonitis. On the same day as the on set, the patient was hospitalized for the peritonitis. However, the treatment was not reported. Five days later, the patient was discharged from the hospital. At the time of this report, peritonitis was resolving. Pd therapy was ongoing. Additional information was requested, but is not available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894022 and gd894394. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted. (B)(4).